Event description:
It was reported by the surgeon that the tibial and femoral jigs do not provide enough accuracy.

Manufacturer narrative:
The device has not been returned for evaluation. Current information is insufficient to permit a conclusion as to the cause of the reported event. Requests are being made for additional information and a supplemental report will be provided if this information is received.